Event description:
Same case as MFR report #: 2134265-2010-03270, 2134265-2010-03271. It was reported that during a percutaneous coronary interventional procedure, withdrawal difficulties and a perforation occurred. The 45mm long lesion was located in a restenosed unspecified stent located in the small, diffusely diseased, moderately calcified mid to distal right coronary artery (rca). The rca was 80%+ stenosed throughout the vessel, with stenosis of 85-90%+ at the stent. The physician crossed the lesion with a choice pt guide wire, and advanced a 2.0 x 15mm apex mr balloon. Three sequential inflations were completed successfully. The physician then exchanged to a floppy rotawire guide wire, advanced the 1.5mm rotablator rotalink plus burr and ablation was performed successfully in the mid-section of the lesion. The physician then advanced the burr more distal, and on the first attempt to ablate the lesion, the burr became stuck. The physician then forcefully removed the burr and a perforation was noted. The physician suspected that a small dissection may have occurred during ballooning which caused the burr to become stuck, leading to the perforation. No damage to the burr or wire was noted. To treat the perforation the physician then deployed 3 overlapping express bare metal stents, one 2.25 x 16 and two 2.25 x 8mm, however that did not successfully treat the perforation. The bleeding then subsided on its own without further intervention. The patient experienced no symptoms during the difficulties, and the patient outcome was reported as "great."

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).